Event description:
It was reported by the customer that a pyxis anesthesia es system frequently frozen multiple times per week and affecting patient care, also customer need to analyze whether the hard drive was full during malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-jun-2022 to 31-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system frequently froze multiple times. A technical support specialist found that the device requires reboot. Rebooted the station to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the freezing issue requires reboot. A technical support specialist rebooted the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system frequently stopped responding and affecting patient care.the manufacturer reached out to the customer for additional information regarding the event, but no other information was released.there were no adverse events or injuries reported based on this event.